Event description:
Patient was found to be disconnected from t-bird ventilator. The pt's vent circuit was found to be on pt's stomach with the inner cannula curved down on pt's stomach. The machine did not alarm. Once nurse picked up the circuit to re-attach the vent alarm sounded.